Manufacturer narrative:
Date of event is an unknown date in 2019. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2019, an frn (femoral recon nail) was discovered broken after being implanted for a month. Revision procedure was performed and all implants were successfully removed. Patient status is good. Concomitant devices: 5.0mm locking screws 34mm (part: 04.005.524, lot: 25p0692, quantity: 1), 5.0mm locking screws 36mm (part: 04.005.526, lot: .27p0438, quantity: 2), 5.0mm locking screw 44mm (part: 04.095.534, lot: l940066, quantity: 1), 5.0mm locking screws 60mm (part: 04.005.550, lot: 2l50633, quantity: 1), end cap (part: unknown, lot: unknown, quantity: 1). This report is for a 9mm titanium (ti) cannulated femoral recon nail. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The complaint is confirmed as we are able to confirm the broken nail based on the received pictures. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot part: 04.033.964s, lot: 3l09153, manufacturing site: bettlach, release to warehouse date: 22.feb. 2019, expiry date: 01. Feb. 2029. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The complaint is confirmed as we are able to confirm the broken nail based on the received pictures. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Investigation site: cq zuchwil, selected flow: damaged: visual / examples: deformed/bent/cracked/broken. Visual inspection: the received femoral recon nail is broken apart at the distal static locking position hole above the dynamic locking position. The fragment was returned together with the nail. The surface within the broken hole is strongly worn which indicates that the hole was occupied with a screw and that there was high load transfer present. Drawing/specification review: drawing was reviewed to verify the dimensions and the material requirements of this nail. The review of raw material certificate has shown that with ti6al7nb the correct material was used and that the material was according to the corresponding iso norm 5832-11 for implants for surgery. Investigation conclusion: no product related issue could be detected. This lot of (B)(4) pieces was manufactured in february 2019, all devices are distributed and we are not aware of any other complaint for this part- and lot combination. Based on the provided information we are not able to determine the exact cause of this breakage. We can only assume that any occurrence during the healing process, e.g. Non-union, delayed union, mal-union, overloading of the osteosynthesis or a combination of different factors, did lead to a fatigue failure. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot part: 04.033.964s, lot: 3l09153, manufacturing site: bettlach, release to warehouse date: feb. 22, 2019, expiry date: feb. 01 2029. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.